Event description:
Patient admitted and placed on a ventilator and within 1-2 minutes the ventilator shut off. Ambu done with 100% oxygen and new ventilator placed on patient. No adverse outcome to patient. Ventilator turned itself back on as well. Ventilator locked out/ tagged out and placed in rt director's office. Routine pm has been done on ventilator.